Manufacturer narrative:
Patient weight was not provided. Exact event date (date patient diagnosed with infection) is unknown. Patient underwent surgery on (B)(6) 2013 and was diagnosed with infection approximately 19 months later. The model and serial number have not been provided and the UDI could not be determined. This information will be provided in a supplemental report if and when made available. This report was received in the form of a legal complaint and has been connected to a previous report received from the facility. The serial number was not provided, so it is unknown if the unit has already been returned or not. This information will be provided in a supplemental report if and when made available. The serial number was not provided, so the manufacture date could not be determined. This information will be provided in a supplemental report if and when made available. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). On july 15, 2016, sorin group (B)(4) was notified of a legal complaint that was filed on (B)(6) 2016. After receiving and reviewing the legal complaint against our complaints records, it is our belief, based on the current information provided to date, that the legal complaint identified one of the patients who was reportedly infected with mycobacteria at (B)(6)hospital (see medwatch report 9611109-2015-00498 for original report). The patient tested positive for a mycobacterium avium-intracellulare infection approximately 19 months after undergoing an aortic aneurysm repair procedure on (B)(6) 2013 involving a sorin heater-cooler system 3t. The customer has been contacted on several occasions, however they have stated that they are unable to discuss this issue any further with sorin group. Because the facility is unwilling to disclose any new information, no further investigation is possible. If any new information is received, it will be provided in a supplemental report.

Event description:
On july 15, 2016, sorin group (B)(4) was notified of a legal complaint that was filed on (B)(6) 2016. After receiving and reviewing the legal complaint against our complaints records, it is our belief, based on the current information provided to date, that the legal complaint identified one of the patients who was reportedly infected with mycobacteria at (B)(6) hospital (see medwatch report 9611109-2015-00498 for original report). The patient tested positive for a mycobacterium avium-intracellulare infection approximately 19 months after undergoing an aortic aneurysm repair procedure on (B)(6) 2013 involving a sorin heater-cooler system 3t.